Event description:
It was reported that the patient alert was triggered for low impedance of less than 200 ohms for the right atial (ra) lead. It was further reported that the patient was in chronic atrial fibrillation, and the device was programmed vvir. The device remains in use. No patient complications were reported as a result of this event. It was further reported the ra lead was capped and not replaced. It was also reported that the left ventricular (lv) lead had chronically high threshold and was capped.

Event description:
It was reported that the patient alert was triggered for low impedance of less than 200 ohms for the right atial (ra) lead. It was further reported that the patient was in chronic atrial fibrillation, and the device was programmed vvir. It was further reported the ra lead was capped and not replaced. It was also reported that the left ventricular (lv) lead had chronically high threshold and was capped. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert was triggered for low impedance of less than 200 ohms. It was further reported that the patient was in chronic atrial fibrillation, and the device was programmed vvir. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.